Event description:
During prep of the devices, the physician tried to reshape the floppy tip of the guidewire of three separate angioguard xp embolic protection devices. However, all three of the tips became unraveled during his attempts to re-shape the tips. This occurred prior to the use of each product, as the tips became unraveled and could not maintain their shape. Eventually, another product (details unknown) was used, and the procedure was completed successfully. None of the complaint products were clinically used. Pt and procedural details are unknown.

Manufacturer narrative:
The products are not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two product lots used prior to the same procedural setting. Please reference MFR. Report# 1016427-2009-00058.